Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple data corruption related alarms. The pump powered up with auditory and vibratory features but emitted data corruption alarm. The reported data corruption alarm was verified in the black box and duplicated in the investigation. The remaining testing was not completed due to the alarm. The master software was reloaded onto the pump and the pump powered on and functioned properly. Unrelated to the call service alarm issue, the battery compartment was found to have a couple of cracks, one from the grip pad to the case seal and the other from the grip pad to the threads.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump alarmed for call service 054 multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.